Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged during use. The physician suspected that this was due to patient anatomy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.